Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions) h6: type of investigation: labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. There is one nonconformance attributed to this work order though they are not related to the complaint event. The complaint for inability or difficulty to insert device into transseptal puncture location was confirmed with empirical evidence based on the information provided available information does not suggest a specific factor that may have contributed to the event. It is unknown if the perforation occurred during transseptal puncture, positioning of the wire, introduction of the guide sheath, or introduction of the implant system. However, a manufacturing non-conformance was not identified to have contributed to this event. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Edwards received a repot from germany about a pascal precision ace procedure in mitral position. During procedure, the patient experienced cardiac tamponade and pericardiocentesis was performed. The transseptal puncture was located mid-posterior, 45 mm above the valve, and it took 10 minutes. Afterwards, the wire was advanced into the left upper pulmonary vein. The guide sheath (gs) was slowly introduced 2.5 cm into the left atrium and it was positioned in the middle of the atrium. The pascal device was prepared and advanced. It was deployed from the gs and closed in the atrium. Parallel alignment was performed, after which pericardial effusion was observed. The pascal system was bailed out. The pericardium was punctured and blood was aspirated. Two units of packed red blood cells were transfused. At the end, the patient was stable and left the room intubated. The procedure was aborted. As reported, the perforation was probably in the right atrium (ra). As per medical opinion, the root cause of the event was unknown.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.